Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient charged overnight, and the ins level would not advance. The patient did not have his equipment and planned to call back to troubleshoot. Additional information received stated that the patient had 6/8 coupling when he went to bed and 6/8 when he woke up but the ins had not charged. The patient mentioned having a hard time getting coupling. The patient reported the ins was not charging and the recharger antenna was damaged. It was reviewed that the ins should not be recharged while sleeping, and coupling may be lost if this is done. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information received stated that the patient had always had difficulty getting a signal, and replacement of the antenna did not resolve the issue, but the patient had been shipped some adhesive discs to try. No symptoms were reported. There were no reported complications and no further complications were expected. Additional information received stated that the patient continued to have difficulties getting good coupling. The patient stated he would be lucky if he had 4/8 coupling, and it takes 3 hours to get full to 3/4 charged. The patient stated he normally uses a belt and also used adhesive discs but he ran out. The patient stated the ins does not appear tilted, but his wife believes that the ins moves around in the pocket site when he goes from standing to sitting. The effect of coupling on recharge time was reviewed. No symptoms were reported. There were no reported complications and no further complications were expected.